Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a lead issue. The patient fell in (B)(6) of 2017 and was having surgery for a lead revision and they wanted a battery longevity estimate to see if they should replace the implantable neurostimulator which was implanted in 2014 at the same time as the leads. The patient lost stimulation on their left side and they believed that the lead may have migrated and they hoped to move it back into place. It was unknown if the patient recovered completely. Longevity estimates calculated that the device would reach end of service around (B)(6) of 2018. No further complications were reported or anticipated.